Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. An internal inspection found dirty flow screens. The dirty flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.